Event description:
The following has been reported: unable to turn on also bracket attached to it not coming off, wont charge. Unable to get logs. No harm of patient reported, nor an active infusion being stopped. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (power train) the device was returned for evaluation. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. Fluid ingress represents a biohazard risk to service depot personnel and is not repairable once identified. As a result, the device shall be scrapped. Contamination was not spotted at the set ID seal. Ingress points had started due to rtv failure at the bottom of the lcd touchscreen. Reporting as a conservative measure. No adverse effects were reported.